Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Black foreign matter inside the catheter. This sample was exposed to drug. (Doxorubicin hydrochloride) - chemo.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was black foreign matter. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The syringe barrel has dark colored specks. It was not possible to remove any of the specks with an alcohol wipe; they are embedded degraded resin. The largest speck is located at the bottom of the syringe as is 1/32" in size. At the syringe barrel luer and luer tip there are more specks 1/64" and 1/128" in size. The syringe barrel flange also has specks that are 1/128" in size. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lot 3352905. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.